Event description:
It was reported that the implantable cardioverter defibrillator exhibited a charge time out alert. The patient presented remotely via merlin.net transmission on (B)(6) 2017. Upon device review, it was noted that the patient experienced appropriate shock and had a charge time out alert. The asymptomatic patient presented in clinic on (B)(6) 2017 for a capacitor maintenance test. Upon device testing, it was noted that the device exhibited normal charge time. Physician opted to continue to monitor the patient.